Event description:
At 8:00 am the pt used the suspect device to check their blood glucose level. Pt obtained a result of 398mg/dl. They then took insulin. At 10:30 am their home care aide stopped by and found them incoherent. Pt checked the pts blood glucose and the result was 398mg/dl. Home care aide recognized low blood glucose symptoms and gave the pt orange juice. Home care aide then called 911. Emergency medical technician arrived and used their meter to check pt's blood glucose and they obtained a result of 60mg/dl. Pt was given a glucose IV and recovered.